Manufacturer narrative:
Qc was within the established ranges. No system error message was noted. A bci field service engineer (fse) visited the site on (B)(4) 2010 and replaced carbon bridge and sodium electrodes. The fse calibrated and primed the system. The fse ran 30 replicate precision and verified the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results generated by synchron lxi 725 clinical system. The results were reported out of the laboratory, and were questioned by the physician. Subsequent testing on an alternate instrument produced higher results. There was no effect to patient treatment.